Event description:
Report rec'd from an abbott int'l affiliate of blood loss from a hole in a p-1 catheter. The anesthesiologist inserted the catheter into the pt's interanl jugular vein for hemodynamic monitoring prior to coronary artery bypass graft surgery. It was reported that fifteen minutes following catheter insertion, "blood came out from the hole". The amount of blood loss was not specified. The catheter was removed and replaced. The pt's post-operative course was normal and no adverse pt effects were reported. Though requested, no additional info was provided.